Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per wiq-0018322. The information will be used for tracking and trending purposes.